Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported the device misfired and the clips would not stay on the vessel. The case was completed with a new instrument and with no pt consequence.